Manufacturer narrative:
On 9/9/2019, the healthcare professional reported that the replacement devices are 475cc mentor moderate profile implants. However, catalog # and serial # were not provided. On 9/19/2019, the investigation on the suspected medical device was completed. Investigation summary: according to the reported information, the patient experienced a deflation in the breast implant. During evaluation of the device a tear measuring approximately 0.7 cm was found on the anterior aspect. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 525cc mentor smooth round moderate profile, catalog #: 3501685, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with a 525cc mentor smooth round moderate profile implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient underwent bilateral removal and replacement with unspecified mentor saline implants on (B)(6) 2019.